Event description:
[Redacted date] during xi colectomy surgeon and surgical staff observed vessel sealer extend not functioning as intended. They noted jaws would not close & they were stuck open. A second device was obtained and after some use found to be faulty as well. A third device was aquired with a different lot number. Original two devices placed in or control room for storage & review. Lot number - l10250620.